Event description:
It was reported to baxter us that a reservoir of a two day infusor device had ruptured during filling process. The device was being filled with 5-fu. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
Additional narrative: the reported condition of reservoir ruptured could not be confirmed due to the sample not being made available for evaluation per the customer. Should the device or additional information become available a follow-up report will be submitted. The issue is currently being investigated under -CAPA(B) (4). (B) (4)